Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with riverlines suggesting the direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a minimally invasive spinal procedure. It was reported that the pituitary tip broke. No patient complications were reported.